Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. To resolve the issue, the customer changed the cartridge and resumed insulin therapy.